Event description:
It was reported that the patient presented to the hospital with an acute st elevation myocardial infarction and stenosis in the right coronary artery. A 3.5 x 15 mm trek otw was used to performed pre-dilatation. There was no issue with the trek otw. A bmw guide wire was inserted and a 3.5 x 18 mm xience v was advanced and implanted without incident. The stent delivery system was removed without resistance and a 3.5 x 8 mm xience v otw was advanced over the bmw guide wire. The 3.5 x 8 mm xience v otw met resistance on advancing and stuck before the y-connector. The xience v was removed with resistance from the bmw guide wire. Upon removal, it was noted that the tip of the xience v stent delivery system separated and remained on the bmw guide wire. The procedure was completed with a 3.0 x 8 mm xience v. There was no clinically significant delay in the procedure or adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.5 x 8 mm referenced is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.